Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported that during a conversation, the physician mentioned that an x-stop device was removed a few weeks ago. No additional info was reported.